Event description:
In 1995, the pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. She was able to use the device with the problematic electrodes deactivated. In november 1999 the pt and surgeon determined that the pt's performance had deteriorated and that the impant should be replaced. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.